Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. B3: date of event is unknown. Additional information will be provided if available updated fields: h2, h3, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: air/water channel, instrument channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, suction channel, cfu: 1cfu, bacterial identification: bacillus species. The device was evaluated where an additional potential adverse events were confirmed where foreign material was found in air/water cylinder (tube) and the air/water tube. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for unknown colony forming units (cfus) of klebsiella and enterobacter. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.